Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: february 19, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the folding carton was sealed. A finger print in what appears to be blood was also identified on the folding carton. The carton was sent to independent laboratories. Per the independent laboratory analysis, the material was identified as blood. The method of analysis performed did not generate a fourier transform infrared (ftir) raw data output file; therefore, a comparison against the manufacturing process ftir reference library could not be performed. Based on product evaluation and available analytical results, the observed findings could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. A nonconformance was initiated to address this issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to january 23, 2026. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- device code - device code 3191: appropriate term/code not available (dc-unspecified/other w/ patient involvement) an attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model diu150, was received with a bloody fingerprint on the box. The product was not opened. No further information was provided.